Event description:
It was reported that the device exhibited far r-wave oversensing. Far field sensing was programmed to 140 ms. The oversensing caused inappropriate mode switching on the pulse generator.